Manufacturer narrative:
Vyaire complaint #:(B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10 . Results of investigation: the vyaire failure analysis lab (fa lab) received the suspect component and performed a failure investigation. The fa lab was not able to duplicate the complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's oxygen saturation level is inaccurate. There was no report of any patient involvement associated with this reported event.